Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 database corruption could not be resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that structured query language (sql) database had corrupted. A field service engineer (fse) found the database corrupt and confirmed that customer support center (csc) unable to resolve the issue. The fse then performed a re-image on the device, completed a data sync, and verified the time settings. Afterward, login to the device was successful, and the escort user also logged in without issues. Functionality was tested thoroughly and confirmed successful. The system functioned as intended after the field service engineer repaired the device.